Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. During device analysis, the following were observed that there was no damage on the distal tip or guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in lesion. The 75% stenosed target lesion was located in the mildly calcified and severely tortuous posterolateral of left circumflex. After the opticross¿ imaging catheter crossed the target lesion, pullback was performed. Upon withdrawal of the imaging catheter, it was unable to be removed due to resistance. The physician then slightly pushed and rotated the device and was able to successfully remove it. A non-bsc guidewire which was crossed got entangled with the imaging catheter and was removed as a one unit. It was confirmed that the guidewire winded up with the imaging catheter. The guidewire was unable to continue the procedure and the procedure was completed with another of the same catheter. There were no reported patient complications and the patient status was good.

Event description:
It was reported that an imaging catheter got stuck in lesion. The 75% stenosed target lesion was located in the mildly calcified and severely tortuous posterolateral of left circumflex. After the opticross imaging catheter crossed the target lesion, pullback was performed. Upon withdrawal of the imaging catheter, it was unable to be removed due to resistance. The physician then slightly pushed and rotated the device and was able to successfully remove it. A non-bsc guidewire which was crossed got entangled with the imaging catheter and was removed as a one unit. It was confirmed that the guidewire winded up with the imaging catheter. The guidewire was unable to continue the procedure and the procedure was completed with another of the same catheter. There were no reported patient complications and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).